Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. The device was evaluated on site with no malfunctions identified.

Event description:
Initially it was reported that an event was not recorded on the infinity central station (ics) (device model ms25707, serial number (B)(4). Note that alarms at the ics are provided from the associated patient worn/bedside monitors. In this case, the associated m300 (device model ms25755, serial number (B)(4) was in the bedside charger. On (B)(6) 2022 new information was received. It was reported that the patient went into svt (supraventricular tachycardia) and the monitor did not provide an alarm. A doctor was at the infinity central station (ics) looking at alarm histories for his patient's and he alerted the staff when he saw the svt on the monitor. No delay in treatment/adverse patient impact was reported. A failure to alarm could result in delayed intervention if treatment is required.

Manufacturer narrative:
Issue 1 - the ics/m300 system logs were reviewed. The m300 logs did not cover the time of event. Ics logs did show there were connection failure messages at 08:06:27 for the m300 (bed-39) in question. However, the logs were not able to provide a root cause for the reported issue. Issue 2 - review of the m300 alarm logs show multiple svt alarms were provided between the times of 06:46:47am and 06:54:13am (28 entries). A draeger technician evaluated the involved ics with no malfunctions identified. H3 other text : the device was evaluated on site with no malfunctions identified.

Event description:
[Issue 1] initially it was reported that an event was not recorded on the infinity central station (ics) (device model ms25707, serial number (B)(6)). Note that alarms at the ics are provided from the associated patient worn/bedside monitors. In this case, the associated m300 (device model ms25755, serial number (B)(6)) was in the bedside charger. Issue 2] on 24aug2022 new information was received. It was reported that the patient went into svt (supraventricular tachycardia) and the monitor did not provide an alarm. A doctor was at the infinity central station (ics) looking at alarm histories for his patient's and he alerted the staff when he saw the svt on the monitor. No delay in treatment/adverse patient impact was reported. A failure to alarm could result in delayed intervention if treatment is required.